Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 4.5mg/ml at 0.82mg/day and marcaine 30mg/ml at 5.4mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported that the pump was empty. The empty reservoir alarm occurred. The healthcare provider stated the lra (low reservoir alarm) was (B)(6) 2016 and the pump was critically alarming now (empty reservoir). The patient had electively decided to not have the pump refilled now and they have weaned the patient down on the it meds. Per the healthcare provider the pump was due to be replaced and would go to eos (end of service) (B)(6) 2016. The healthcare provider would be programming the pump to off state. The pump off authorization was provider to the reporter. There were no reported patient symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.